Manufacturer narrative:
The reported event could not be confirmed, since no other evidence like medical reports were provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event, patient record and medical reports must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
"A CT scan of the pelvis subsequently revealed an intra-articular coxo-femoral screw on the right leg. Lag screw was revised the (B)(6) 2020." Clarification received: "installed on 19/07/2020 : t2 femur clou recon 11x320mm gh reference : 1846-1134s lot : k037023. Following an infection of the osteosynthesis material left leg nail with staphylococcus epidermitis and acinetobacter baumannii, change of the material. Installed on (B)(6) 2020 : t2 femur clou recon 11x320mm gh reference : (B)(4) lot : k880065ra (currently implanted)".

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
"A CT scan of the pelvis subsequently revealed an intra-articular coxo-femoral screw on the right leg. Lag screw was revised the (B)(6) 2020." Clarification received: "installed on (B)(6) 2020 : t2 femur clou recon 11x320mm gh reference : 1846-1134s lot : k037023. Following an infection of the osteosynthesis material left leg nail with staphylococcus epidermitis and acinetobacter baumannii, change of the material. Installed on 20/08/2020 : t2 femur clou recon 11x320mm gh reference : 1846-1132s lot : k880065ra (currently implanted)"